Event description:
Infection nos (infection). Tried to die (suicide attempt). Sepsis (sepsis). Case description: spontaneous report was received on (B)(6) 2012, from company representative on behalf of a physician regarding a young male patient (age not provided), initials unknown. The patient's medical history was significant for inflammatory bowel disease. On an unspecified date, seprafilm membrane (sodium hyaluronate, carboxymethylcellulose) was placed during surgery (number of sheets and site not provided) for inflammatory bowel disease. The lot number of seprafilm was not provided. On an unspecified date (within six weeks of surgery), the patient initiated treatment with remicade (infliximab) (dosage regimen not provided). On an unspecified date, the day after surgery the patient "tried to die". It was reported that the patient experienced an overwhelming cytokine response. The patient was re-operated 24 hours later and a liter of pus was removed. It was reported that the anastomosis had not failed and had not come apart. No source of sepsis was found. The company assessed the events of infection unspecified, sepsis and "tried to die" as medically significant. The action taken with seprafilm and remicade treatment was not provided. The patient had recovered from the event of sepsis whereas outcome for the event of infection unspecified was not provided. Relevant concomitant medication were not provided. It was also reported that (B)(6) reports similar reactions when remicade was used near surgery. The intensity for the event of infection unspecified and sepsis was not provided. The reporting physician assessed the relationship between seprafilm and the event of sepsis as unrelated and assessed it related to remicade. The relationship between seprafilm and the events of infection unspecified and "tried to die" was not provided by the reporting physician.

Manufacturer narrative:
The benefit-risk relationship of seprafilm is not affected by this report.